Event description:
Allegedly patient didn't have any pain but she had a symptom which expanded the cyst and amplified synovium so revision surgery was performed. Normal activity level.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The product was dimensionally inspected and photographic images were made. Evidence that product in specification when used.undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01591, 01593, 01594. This event occurred in (B)(6).